Event description:
Initiator reported that the pt received two er1 messages; strips for both tests resembled the 50 mg spot on color confirmation chart. Initiator couldn't confirm if pt took more than 2 min. To insert strips. The pt was "wobbly when walking" at that time. Subsequent test on (initiator's spouse) prestige elite meter was 361. Meter was replaced. Initiator trained on coverage, timing, color confirmation and mg/dl vs mmol/l. Initiator will share info with the pt. There was no allegation of harm.